Manufacturer narrative:
The device was received for evaluation contaminated with blood. Visual inspection was performed to the sample through the bag using naked eye, the defect leak-non-specific was not observed, nevertheless, the complaint could not objectively be refuted due to sample is contaminated with blood and no additional tests could be performed. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from an unspecified location. The leak was identified during patient infusion. A new set was connected and the issue was resolved; the infusion was continued with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.